Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: review of the device history record for lot sp100041, review of the lifecell complaint management system. Results of evaluation: no failure detected: wound dehiscence is a documented wound healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). Qa investigation into sp100041 resulted in no remarkable findings with no similar complaints reported against the lot and no deviations or nonconformances revealed during processing with impact to product or patient safety. As of (B)(4) 2015, of the (B)(4) devices from lot sp100041 released to finished goods, (B)(4) devices have been distributed. Lot sp100041 met all qc release criteria. Conclusion: device not returned. No failure detected, device operated within specification although medical and surgical intervention was required to treat the reported infection and subsequent wound healing complications, including explantation of the breast implant, the strattice device remains implanted and was reported to be "not visible and was possibly fully integrated". If the reported lymphocele super infection was related to the strattice, standard of care would require the device to be explanted. Wound dehiscence is a documented wound healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). Based on the reported information and the qa investigation resulting in no remarkable findings, the clinical study saes are considered unrelated to the strattice device. Lot sp100041 met all qc release criteria and the strattice device performed as expected. As the manufacturer, lifecell is reporting the saes to both (B)(4) and the FDA due to the investigator's assessment of the event relationships as related to the strattice.

Manufacturer narrative:
Method of evaluation: actual device not evaluated results of evaluation: no additional investigation was required, refer to original report. Conclusion: device not returned. Known inherent risk of procedure: wound dehiscence is a documented wound healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). No failure detected, device operated within specification medical and surgical intervention was required to treat the reported infections and on-going wound dehiscence, including explantation of the breast implant on (B)(6) 2015 due to the wound dehiscence reported in the original report, mechanical debridement, followed by removal of some thin, dislocated parts of strattice on (B)(6) 2015 and treatment with alginate wound dressing and antibiotics. Prior to this continuation of wound dehiscence and subsequent wound infection, the strattice device remained implanted and was reported to be "not visible and was possibly fully integrated." Wound dehiscence is a documented wound healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). This patient was at an increased risk for developing a wound infection as she had a persistent portal of entry to the surgical site for microorganisms to enter. The development of a full thickness wound dehiscence indicates that the surgical incision site was open through to the breast pocket, therefore providing the opportunity for infection to develop. The surgeon noted that some "thin, dislocated parts of strattice" were removed approximately 3 weeks prior to the culture being obtained and therefore the device would not be contributing to the infection. The continuation and progression from a 2 cm wound dehiscence to a full thickness wound dehiscence lead to the development of rare gram-positive diplococcus cocci, pseudomonas aeruginosas, and (B)(6) bacterial wound infections following the second surgery. The strattice device was not cultured and the thin, dislocated portions of the explanted device were not evaluated or returned to lifecell for evaluation. The remaining, incorporated device remains in place. Based on the reported information and the qa investigation resulting in no remarkable findings, the conclusion remains unchanged; this clinical study sae is considered unrelated to the strattice device. Lot sp100041 met all qc release criteria and the strattice device performed as expected. The additional sae is being reported to both (B)(6) (ansm) and the FDA due to the investigator's assessment of the event relationship as related to the strattice. Small portions explanted, not returned.

Event description:
Subject #(B)(4) is a (B)(6) female enrolled in an investigator initiated (B)(4) study. This (B)(4) investigator initiated clinical study ((B)(4)) is not a lifecell sponsored clinical study. The female subject underwent a left mastectomy and single stage/direct to implant breast reconstruction with a strattice 8x16 cm device and breast implant on (B)(6) 2015. Refer to the original manufacturer's incident report submitted on 08/03/2015 for the primary sae description of wound healing complications and infection. The strattice remained in place during that event. An additional sae was reported on (B)(6) 2015 in relationship to the on-going wound dehiscence of subject #(B)(4). On (B)(4) 2015 (2 weeks after the surgery for prosthesis explantation), the patient was seen for a wound dehiscence in the median part of the wound. After mechanical debridement, it was noted that the dehiscence extended over the entire thickness of the wall. It was reported that some thin, dislocated parts of strattice were removed; however, the site was clean with no signs of infection and no diminished flow at this time. Wound dressing with aspiration using negative pressure wound therapy (pico device) was considered. It was reported that the wound healing was expected to take several weeks. On (B)(6) 2015 (1 month after the surgery for prosthesis explantation) during the post-operative consultation, the wound healing was improving, but treatment with alginate wound dressing was still needed. On (B)(6) 2015 ,the patient had a wound culture taken which revealed rare gram-positive diplococcus cocci, pseudomonas aeruginosas, and some (B)(4). The cytology revealed numerous polynuclear cells, very numerous hematies (rbcs), rare mononuclear cells with an absence of epithelial cells. The patient's antibiotics were changed to ciflox with fortum for 7 days. An additional puncture was performed of the residual collection with a purulent aspect (results not received). Radiotherapy was postponed at least another month. The investigator assessed this event as being related to the strattice and not related to the procedure.

Event description:
(B)(6) is a (B)(6) female enrolled in an investigator initiated postmarket study. This (B)(6) is not a lifecell sponsored clinical study. The female subject underwent a left mastectomy and single stage/direct to implant breast reconstruction with a strattice 8x16 cm device and breast implant on (B)(6) 2015. On (B)(6) 2015 (post op day 28), she was admitted to the hospital due to a fever (39c) lasting for 7 days. Upon examination, the breast was swollen and inflamed, with a cloudy discharge noted. Bacteriology confirmed the presence of (B)(6). A lymphocele super infection was diagnosed. She was started on IV antibiotics, the abscess was drained, and the prosthetic pocket was washed out. The strattice and the breast implant were not explanted. Subject 28 was discharged from the hospital on (B)(6) 2015 and the sae resolved on (B)(6) 2015. Although the strattice remained implanted, the investigator assessed the sae as related to strattice and not related to the procedure. The subject then presented with a non-healing wound following the infection on (B)(6) 2015. On (B)(6) 2015 (post op day 2 months), (B)(6) was readmitted to the hospital due to a 2cm dehiscence. The subject was treated with explantation of the breast implant and antibiotics. During the surgery, the surgeon noted that the strattice was "not visible and was possibly fully integrated". (B)(6) was discharged from the hospital on (B)(6) 2015. This sae has not been reported as resolved. Although the strattice remains implanted and was reported as possibly fully integrated, the investigator assessed this subsequent sae as related to strattice and not related to the procedure. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse events (saes) were related to the study device.